Event description:
It was reported that the device exhibited an acu watchdog failure. The event occurred during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the top case, bottom case, and plunger case to be cracked, and the tamper seal to be broken. A review of the event history log found a record of an acu watchdog and a primary audible alarm post. Functional testing was unable to duplicate the reported problem.